Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 23-jan-2024, noted a correction to the 3500a initial as omitted in error the physician information. Therefore, processed e. Initial reporter section.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation and the patient experienced a pericardial effusion that required a pericardiocentesis. During the procedure, a pericardial effusion was diagnosed via an intracardiac echocardiography (ice) catheter. A pericardiocentesis was performed. The patient was stable post pericardiocentesis and patient fully recovered. Physician's opinion on the cause of this adverse event was the procedure. Transseptal puncture was performed. Effusion occurred during cavotricuspid ishmus (cti) ablation there was evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation. During the procedure, a pericardial effusion was diagnosed via an intracardiac echocardiography (ice) catheter. A pericardiocentesis was performed. The patient was stable post pericardiocentesis and patient fully recovered. Transseptal puncture was performed. Effusion occurred during cavotricuspid ishmus (cti) ablation there was evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The device evaluation was completed on (B)(6) 2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed reddish material attached to the dome. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician's opinion on the cause of this adverse event is the procedure. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).